Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that system controller alarmed on (B)(6) 2018. Technical services reviewed the submitted log files, and a no external power alarm was confirmed while the mobile power unit was utilized. No further issues have been reported. No additional information was provided.